Event description:
It was reported that suture placement was successful in the right common femoral artery with a prostar xl device using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6f and the vessel was mildly calcified. The sheath size was upsized to 8f for the aaa procedure. Reportedly, during removal of the device, the suture got caught with the metal ring on the sheath that sits directly below the distal exit point of the needles of the device. The physician opened the knot, removed the suture from the metal ring and formed the knot again. The formed knot closed the access site and hemostasis was achieved. There was no reported adverse patient sequela. It was reported that the physician is in-training in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - per the instructions for use (IFU) - the prostar xl 10f pvs system is designed for use in conjunction with 8.5 to 24f sheaths. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event could not be confirmed, based on the returned device analysis. Analysis revealed no abnormal observations, the returned device was found to be in the normal deployed condition. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Reportedly, the device was deployed using a 6f sheath. The prostar xl pvs system is designed for use in conjunction with 8.5 to 10f sheaths and under special patient populations it states: patients with introducer sheaths less than 8.5f or greater than 24f during the catheterization procedure. Based on the information reviewed, there is no indication of a product deficiency.